Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) noted that the device might be at end of life (eol) as consult was not able to read the device. Ts commented that this device was likely no longer operational. To date, this device remains in service. No adverse patient effects reported. Additional information was received indicating that this device was explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) noted that the device might be at end of life (eol) as consult was not able to read the device. Ts commented that this device was likely no longer operational. To date, this device remains in service. No adverse patient effects reported.